Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). See manufacturer report number 2032227-2014-39976.

Event description:
It was reported that the customer was seen in the emergency room for diabetic ketoacidosis. Customer's blood glucose level at the time 365mg/dl. Customer was treated with insulin and fluids. No additional information was provided.